Event description:
Facility reported that "needle separation; beginning of treatment pt venous needle was increased enough to recannulate. Old needle was left in upper arm access due to heparinization. With 1 hour remaining the old needle was not part of system. Pt became unresponsive. Bed was lowered to lowest position and treatment was discontinued. A 250 add. Cc's saline was given. Blood pressure stabilized after 750 total cc's of saline was given, however, pt stated she didn't feel right and pt was transported to hospital via emergency medical services, pressure was applied to [area] of dislodged needle immediately and roughly 250-300 total cc's blood loss occurred.

Manufacturer narrative:
As per review with u.s. FDA inspector during the inspection, this shall be an MDR reportable event as the pt required medical intervention. Thus, we are submitting this medwatch. Based on report received from the user facility, the dislodgement was not due to MFR's error. The clinic manager clarified that staff determined that this event was due to the taping and restraint method. The clinic had revised their taping method with the help of their nurse practitioner and clinical service educator. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met qa specifications prior releasing into the market. The cannulation angle, gravitational pull on the avf set, poor adhesion strength of the tape and pt's perspiration are possible factors that might result in the dislodgement of avf set from the pt's access, which result in blood loss.